Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed no delivery. The patient's blood glucose at the time of incident is unknown. Troubleshooting revealed that the infusion set cannula was bent. The customer was able to deliver a 5.0 unit prime. The displacement test passed as well. However, the customer was unable to manually push insulin through the tubing with a plunger. No products were returned or replaced.